Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. An unspecified guide wire was used to cross the lesion and a thrombectomy was performed. The 2.00x20mm apex balloon was to be used for predilatation. The balloon was inflated once to 10atms and ruptured. A non-bsc balloon was used for predilatation and a promus element stent was implanted. The procedure was completed. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).